Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted on helix; full lead returned and analyzed. (B) (4): no anomalies found.

Event description:
It was reported that the patient had chest pain. Follow-up with the clinic was attempted, but there was no documentation of chest pain in the patient's chart. The device and lead were removed and replaced. No patient complications were reported as a result of this event.